Manufacturer narrative:
H10: it was stated on 09jul2023 by the field service engineer (fse) that on 05jul2023, the v60 had the power management (pm) printed circuit board assembly (pcba) replaced. Testing and verification was performed successfully, and the device passed. The device was reported to be ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a 35 volt failure. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that there was a check ventilator alarm for a 35 volt failure. The rse advised the customer to replace the power management (pm) printed circuit board assembly (pcba). Further information and resolution is pending completion of onsite service. On (B)(6) 2023 and (B)(6) 2023, the field service engineer (fse) made follow-up attempts to the customer by phone call with no response received. Investigation is ongoing.